Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/ too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient has experienced surgical blood loss with transfusion of two units packed cells, restriction of urine, urinary frequency, dysuria, anxiety, fatigue, right leg spasms, pelvic pain, difficulty initiating urination, recurrent cystocele, palpable mesh, nocturia, abdominal swelling, malodorous urine, recurrent urinary tract infections, pyuria, back pain, pelvic pain, urinary urgency, bilateral suprapubic irritation, hematuria, chronic bilateral flank pain, distended and tender urinary bladder, urinary retention, spasms in her legs and feet, possible low grade small bowel obstruction related to adhesions, bladder pain, burning, prolapsed bladder, failed pelvic suspension surgery, marked degradation of quality of life due to severe frequent daily pain associated with three pelvic slings installed, extensive pelvic and abdominal adhesions, abdominal muscle pain, catheter placement, spasms in urethra and right lower back, hesitancy, difficulty voiding, lower extremity spasticity and weakness, clean intermittent catheterization, neuropathy and potential nerve damage secondary to her initial surgery, complication of implanted vaginal mesh, urethral release of sling mesh, and bilateral hip pain.